Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implantable pulse generator (ipg) follow up visit in 2016 the device exhibited five year minimum longevity. During follow up visit (B)(6) 2017 the ipg exhibited zero years longevity, and was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. If information is provided in the future, a supplemental report will be issued.